Event description:
The customer reported via phone call that the insulin pump alarmed button error. Her belt clip broke. Customer's blood glucose level was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. No traces of moisture were noted at electronic or motor assemblies per visual inspection. Unit received with cracked case at display window corners, display window, reservoir tube, reservoir tube window, and battery tube threads. Unit received with minor scratched lcd window.